Event description:
It was reported that a patient presented with high pacing impedance on the right ventricular (rv) lead. The physician suspected rv lead fracture. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable before, during, and after the procedure.